Event description:
Reporter indicated that a vns patient underwent generator replacement surgery due to end of service. An implant card was received at a later date and indicated that the patient also underwent lead revision surgery. Follow up with the treating medical professional revealed that diagnostic testing on the patient resulted in high lead impedance. No trauma or patient manipulation was reported. Only the generator was returned from the explanting facility as it was indicated that the lead was discarded. An analysis was performed on the returned generator and no anomalies were found with the device as it performed according to specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.